Event description:
It was reported that during a laparoscopic hysterectomy procedure, the jaws did not open. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the jaws damaged and closed. In addition, there was skiving of the heat shrink (shaft cover) material and with all present. The jaws could not be opened so not all functional testing could be performed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.